Event description:
It was reported the patient had a storm of vf (ventricular fibrillation) therapies with 21 shocks. The device charge time was as long as 19.44 seconds. The device indicated eos (end of service) and had a low battery voltage. With a current battery voltage of 3.04 volts and a charge time of about 9 seconds, the flag for eos remained. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.